Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delaminated downstream occlusion sensor seal. There was a damaged battery compartment. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device battery compartment, which was determined to be damaged. Additionally, it was determined that the device could not hold a time or date, and the downstream and upstream occlusion sensors were erratic. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor, battery compartment, downstream and upstream sensors were all replaced and the software was updated. The device passed all testing.